Event description:
It was reported that during a prostate procedure, the side-firing fiber flashed, then lot vaporization efficiency at 38,431 joules. The procedure was completed with a second fiber. No patient or end user injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber. Fiber analysis: the fiber cap region burnt and melted. The fiber cap remains intact and exhibits a drilled through condition. The fiber cap exhibits detritus, char, devitrification and melted glass. The fiber cap condition would result in decreased vaporization efficiency. The potential for forward firing exists.